Event description:
The customer's mother reported on (B)(6) 2014 at 10:01 pm her son activated a new pod and on (B)(6) his blood glucose and insulin history is as follows: time: 12:19 am, bg (mg/dl): 495, bolus (u): 3.20; 3:48 am, 368. She noticed the cannula was kinked and there was also blood noted around the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.